Event description:
Pca (patient care assistant) started to activate a mckesson medi-pak instant hot compress. Pca shook it, then squeezed the inner pouch and the bag exploded on her. Pca initially reported burning on her hand and abdomen due to the hot contents that had come out. Pca then rinsed thoroughly and there was no apparent injury noted on the skin. Apparently this is the 3rd or mckesson instant hot compress that has exploded during the activation phase. As far as I know, there was no harm reported to the staff; again none of the compress did not make it to the patient; they burst during the activation phase. Manufacturer response for instant hot compress, mckesson medi-pak (per site reporter). Mckesson vendor rep monica labar aware of the other mckesson packs bursting. Initially thought it may have been that staff needed inservice on activation process, but is now reconsidering that it may be a product issue.